Event description:
Generator product analysis was completed. The high impedance allegation was not duplicated in the product analysis, or pa, lab. Diagnostics were as expected with various electrical loads attached to the generator. The battery voltage measured 2.924 v at the completion of the fet, indicating an intensified follow-up indicator, or ifi, = no condition. The generator performed according to functional specifications. There were no performance or other adverse conditions found with the generator.

Event description:
It was noted that the patient was experiencing an increase in seizure frequency in (B)(6) 2018 and had a severe gtc seizure that caused multiple rib fractures. During the revision surgery, fibrosis was observed surrounding the nerve. No other relevant information has been received to date.

Event description:
It was reported that the patient underwent full vns replacement surgery due to battery depletion and a lead fracture. The explanted generator was received, but the explanted lead has not been received by the manufacture to date. The generator is pending product analysis. No additional relevant information has been received to date.